Event description:
It was reported that during surgery, cable could not be placed through the hole of the troch grip as there was an obstruction in the hole.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No user facility information is available. Date of event - unknown. (B) (4) out of specification - visual examination of returned device found metal obstruction in thru hole.